Manufacturer narrative:
No sample was received for evaluation. Batch record for this lot was reviewed and there were no deviations found in the production process or in the finished goods inspection. Retained sample was pulled out for lot # 0818020 for analysis. Full specification testing was done and all parameters were found to be acceptable. Appearance is good. The product was released without any issue. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed, however, we feel that this problem occurred due to several factors that affect the performance of the product during the preparation and application.

Manufacturer narrative:
Mdv not reportable; event did not happen in an emea country.

Event description:
1 of 2 reports - other mfg reports number: 9680091-2018-00040. It was reported that the facility is having issues with "sticky" tcc-ez kits that won't harden properly. Additional information has been requested.